Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" physician tried to contact patient to adjust dosage, was unable to contact patient. On (B)(6) 2014 patient went to the ER with blood in urine and was admitted to the ER. Patient was given fresh frozen plasma and vitamin k. Held at ER over night and was admitted to the hospital on (B)(6) 2014 with hematuria secondary to coumadin toxicity, leg pain, and alcohol withdrawal. Patient was discharged on (B)(6) 2014 in stable condition.

Manufacturer narrative:
Investigation pending.